Manufacturer narrative:
A1-3: added patient dob, age, gender and identifier. B5: updated description summary. D-4: corrected serial number, catalogue number, UDI and expiration date. D-10 changed "unk" to see h11 . G4: added 501k. H4: added manufacture date. H6: added clinical code 1870. H11: added concomitant devices: 2470907 02-012-41-5050 - logic tibia traptray cem sz 5f/5t, 2456493 200-02-35 - three peg patella 35mm, 02-012-44-5011 logic tibia implant psc insert, sz 5, 11mm.

Event description:
It was reported via legal documentation that approximately 125 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, osteolysis, synovitis, loosening of femoral and tibial tray, intraoperative fracture of femur. His left knee had become extremely painful, and he has gone on to have massive osteolysis in the distal femur and proximal tibia with loosening. He was indicated for a semi urgent revision knee replacement. Upon making arthrotomy, there was evidence of massive synovitis with osteolytic tissue. The polyethylene was removed. There was evidence of bone loss on the tibia and the femur. Both the femur and the tibia were loose, but not grossly loose. Upon removing the femur, there was massive osteolysis with a giant cavitary defect with almost no condyles, just axial condyle. While trialing, the attention from the construct caused a fracture of the medial femoral condyle given how poor his bone quality was. No other issues or complications were reported. The patient was brought to the recovery room in stable condition. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (mdl no. (B)(4)) (ngg) (mmh). Patient ID: (B)(6) + lk. It was reported via legal documentation that approximately 125 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available. Initial ebi surgery unable to be found.